Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event was attributed to user technique.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A left ventricular pacing lead was partially dislodged during the cardiomems implant procedure. An outpatient lead revision was performed with no adverse consequences to the patient on (B)(6) 2019.